Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(6), implanted: (B)(6) 2014, product type: lead, product ID 97792, lot# n503612, implanted: (B)(6) 2014, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported they have an upcoming trial and can ask the patient at that time who removed her device. Cause is unknown at this time. Device has not been returned.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2014, product type: lead; product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2014, product type: lead; product ID: 97792, lot#: n503612, implanted: (B)(6) 2014, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the device was removed a week after it was implanted.

Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that full system was removed for unknown reason. Re-trial attempted or planned. Patient was going to be having a trial. When rep looked her up in the system, it appeared she already had an scs system implanted. The doctor¿s office that is going to be doing the trial notified us that she had everything removed, but that date was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2014 product type lead product ID 97792 lot# n503612 implanted: (B)(6) 2014 product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.